Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported that he replaced the batteries and performed full functional verification on the iabp. The iabp passed all functional and safety tests to factory specifications and was returned to the customer, cleared for clinical use.

Event description:
It was reported that the customer-supplied intra-aortic balloon pump (iabp) batteries failed during patient transport, causing the device to shut down on the patient. No adverse event has been reported.